Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. A medtronic representative trained the scrub tech on the proper way to calibrate the apt (awl, probe, tap) driver and explained the consequences of what would happen when the instrument is incorrectly calibrated. No further subsequent issues since training performed.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged the vertex max drill guide was inaccurate in the trajectory 2 view on the patient's left, while accurate with the same instrument in the trajectory 1 view. The procedure began with the universal drill guide (udg) and plans were created using the udg. The surgeon switched to the vertex max drill and was inaccurate in trajectory 2 view on the patient's left side by less than 1cm. The camera was placed at the head of the patient and the o-arm came in from the patient's right side. The site was checking accuracy on the spinous process and other bony anatomy. The surgeon opted to complete the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. A medtronic representative, following-up at the site, performed a navigation system check-out, all areas passed. It was identified that the reported issue was due to the way the site verified the apt instruments, as they can be recalibrated. The scrub tech showed the camera the instruments while positioning the instruments. The medtronic representative was able to replicate the problem.